Event description:
Allegation rec'd that the head of bed will not raise. No injury reported.

Manufacturer narrative:
Technician found head of bed will not raise. Issue: found faulty head up valve. Replaced the head up valve to resolve this issue.